Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered stent was to be implanted in the esophagus to treat severe dysphagia secondary to anastomotic stricture during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed before reaching the "point of no return" marker. The stent was positioned distally at the site of the stricture and was removed with retrieval forceps. The procedure was completed with another agile esophageal stent. There were no patient complications reported as a result of this event. Note: it was reported that the stent was to be implanted to treat severe dysphagia secondary to anastomotic stricture. However, per the agile esophageal fully covered stent system instructions for use (IFU), the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The device is not indicated for the treatment of severe dysphagia secondary to anastomotic stricture.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.